Event description:
It was reported to boston scientific corp on (B)(6) 2008, during preparation of the prolieve rectal temperature monitor (rtm) the device had faulty readings. The case was completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed there was no evidence of separation, excess glue, evidence of apparent cracks or other imperfections. Functional testing revealed all temperature sensors detected a temperature, reading within 0.2 degrees of the set point. The root cause is unk as no problems were found with the rtm. A review of the device history record (DHR) for the pertinent lot was performed and no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot. (B)(4).